Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right atrial (ra) lead was experiencing high pacing impedance and loss of capture. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6) 2023. The patient's condition was stable.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece measuring 52.0 cm with all tines intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.